Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a zygomatic fracture open blood restoration procedure, the drill fractured when the surgeon attempted to make the first hole in the patient's bone. The tip of the drill remains in the maxillary sinus. There is no surgery planned to remove the tip. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Quantity of one tw drill 1.1x50mm 7mmstop w/nt was returned for evaluation. Visual examination identified the tip of the device to be fractured. Scratches and other wear marks were noted. Medical records were not provided. Review of the certs identified no deviations or anomalies during manufacturing. A supplier DHR review was not conducted as material cert confirms that the material and hardness of the instrument meet specification requested as certs show. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.